Event description:
The MFR rec'd info that a pt death occurred while a bipap vision was in use. The reporter of the event alleged, the device's power switch was in the off position when the pt was found. A svc technician was sent to the facility by the MFR to assess the functionality of the device and alarms. The bipap vision was tested and was found to operate and alarm as designed. No deficiencies or malfunctions were identified during testing of the device. The device's error log was reviewed and no errors were found that would cause the device to malfunction or fail to provide therapy. The reporting facility stated there was no mechanical fault of the device at the time of the event. The MFR and the facility were unable to determine how the device became turned off while in pt use. No further action is required.